Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient is over 18 years. The lot number of the device is unknown, however, it was reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, during the procedure, the distal tip of the delivery device detached inside the patient. This occurred on the second side of implantation which was the patient's right side. It was reported that there was nothing unusual about the patient's anatomy, however, the physician encountered tough tissue during advancement of the delivery device. The mesh carrier was fully seated on the delivery device tip and the physician did not apply more than a normal amount of pressure when advancing the device. The midline marker was after the midline position under the urethra when the problem occurred and the physician was not holding onto the mesh. The physician successfully removed the detached portion of the delivery device with his fingers. The sling was removed from the patient. The physician completed the procedure with another solyx single incision sling system without complications. The patient's condition at the conclusion of the procedure was reported to be "fine."